Manufacturer narrative:
The reported reader has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. Visual inspection performed on the returned reader cable and damage observed near the connector. The returned reader powered on with home button and with strip insertion. The charging brick was not returned. No malfunction or product deficiency was identified. If the charging brick returned, the case will be reopened, and a complete investigation will be performed.

Event description:
Customer reported that their freestyle libre charging cable was burned. Customer further reported that, ¿it is not a fire from the outside but an electric fire, without flames¿. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre charging cable was burned. Customer further reported that, ¿it is not a fire from the outside but an electric fire, without flames¿. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that their freestyle libre charging cable was burned. Customer further reported that, ¿it is not a fire from the outside but an electric fire, without flames¿. There was no report of death, serious injury, or mistreatment associated with this event.